Manufacturer narrative:
Approximate age of device - 12 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient presented with inappropriate speech. The patient¿s inr was therapeutic with an inr of 2.1 on coumadin as well as 81,g of aspirin daily. A CT on (B)(6) 2018 was (B)(6), a CT on (B)(6) 2018 showed multiple patchy acute ischemic infarcts found involving the cerebellum. A CT on (B)(6) 2018 showed a hemorrhagic conversion of left cerebellar infarction, anticoagulation stopped. The patient had multiple embolic strokes and potential clots moving thought pump. A review of the log file by the manufactures technical service representative showed no unusual events. No other events reported.

Manufacturer narrative:
The device remains implanted and the patient continues on vad support. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files showed the pump operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of a ventricular assist device (vad) system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.